Manufacturer narrative:
The customer provided the following items for complaint investigation: one used list #b1729, 5.5" ext set w/0.2 micron filter, luer lock; lot #unknown. The reported complaint of leaking filter was confirmed. During visual inspection, the inlet and outlet filters appeared to be wetted out as received. A spiros was also attached to the returned set. No additional damage or anomalies were observed. When the returned sample was pressure leak tested, a leak was observed from both the filter vents. No additional leaks along the device were observed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The device history record could not be reviewed because a lot number was not identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved a 5.5" ext set w/0.2 micron filter, luer lock in which the filter was reported to not work with epoch (etoposide phosphate, doxorubicin, vincristine). The patient reported that his chemotherapy was leaking through the filter through one of the "white dots" on the filter. The leak occurred approximately 21 hours into the 24-hour infusion. The ics (integrated care systems) pharmacist was called and instructed to remove the filter and save it for the pharmacy. Although there was a patient involved, there was no report of human harm.